Event description:
The pt had a perforated bowel after a colonscopy. There was no burn. The pt had a hole in the colon that was overstitched. Pt is hospitalized and improving at this time. A polyp was not removed. The pt is still hospitalized but improving. It is unknown what generator, cautery setting or active cord were used. It is unknown what size or type of polyp was being removed. It is unknown what section of the colon the perforation was.